Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this device history review. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming. Pump is off at time of call. Turned pump back on and reviewed settings. No disposable pump won't run is the alarm noted. Using a coin after clamping tubing, opened cassette, and massaged tubing. Air bubble found and it won't move per patients wife. Massaged and depressed green tab to move bubbles. Restarted pump still has no disposable pump won't run. Patient and wife do not want to try to massage tubing again. They have done this before and just want to turn pump off and go to clinic in the morning. Pump is off and tubing is clamped. No patient injury was reported.